Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 304 mg/dl, 279 mg/dl, 118 mg/dl, 157 mg/dl, 135 mg/dl and 119 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.